Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Based on the information reviewed, a cause for the reported mitral stenosis cannot be determined. The reported patient effect of mitral stenosis, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. Although a cause for the reported patient effect of mitral stenosis, and the relationship to the device, if any, cannot be determined, there is no indication of a product issue with respect to manufacture, design or labeling. Na

Event description:
This is filed to report mitral stenosis. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4 with a mean pressure gradient of 4mmhg. One xtr clip delivery system (cds) was implanted, reducing mr to a grade of 3. However, the mean pressure gradient increased to 6mmhg. Therefore, the physician decided to discontinue to procedure. There was no clinically significant delay in the procedure. No additional information was provided.